Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was unknown. The mother stated that her son was hospitalized due to diabetic ketoacidosis. The customer's ketone's level was 3.7. The customer was admitted to the emergency room for a day and a half and was released.